Manufacturer narrative:
(B)(4). The covidien service engineer (se) uploaded the operational software. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Customer reported to have replaced the graphic user interface (gui) printed circuit board (pcb) due to gui inop malfunction. The ventilator was not in use on a patient at the time the malfunction occurred.